Event description:
Sales representative reported "possible capsular contracture baker grade unknown" and "possible rupture" of a gel breast implant with implant/injection date after the expiry date. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b6, d6a, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, use error.

Event description:
Sales representative reported "possible capsular contracture baker grade unknown" and "possible rupture" of a gel breast implant with implant/injection date after the expiry date. This record is for the right side. The device remains implanted.

Event description:
Healthcare professional reported "possible capsular contracture baker grade unknown" and "possible rupture". Healthcare professional later confirmed "extensively ruptured gel implant on the right". This record is for the right side. The device was explanted. Complete capsulectomy was performed.

Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting a2301 device handling problem (use error) as the device was not implanted after its expiration date. Reason for reoperation: capsular contracture baker grade unknown, rupture.